Event description:
The customer reported that there were black spots on the pads. The pads were not used. Initial eval of the returned sample found the pad did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.